Event description:
Patient developed an infection that did not respond to antibiotics. Surgeon placed a non-approved drain and began irrigating with a high concentration of alcohol and necrosis developed.